Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling with multiple cartridges during the load process. Reportedly, the customer received an incomplete fill tubing alert. There was no impact to the customer's blood glucose level.